Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this. There was no adverse impact to the customer¿s blood glucose level. Customer is currently out of novolog and plans to call back when ready for a pump reset.